Event description:
The patient was a 56 year old male, admitted on 1-13-93, who had abdominal surgery on 1-18-93. 1-22-93, at approximately 1300, he was started on 1/2 strength "criticare" feeding via a j-tube at 30cc/hour. At 1942, it was discovered that the entire 500cc's of criticare had infused. At 0059 the patient suffered a cardiopulmonary arrest and a code was called. The patient was pronounced dead at 0125device not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: component failure, none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.